Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: hrs. This report is for unknown - screw cortex, 3.5 mm low profile/unknown lot number. The original fibula repair procedure was performed two (2) years ago on an unknown date. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a fibula hardware removal was performed due to a broken screw and infection on (B)(6) 2017. The original fibula repair procedure was performed two (2) years ago on an unknown date. Subsequently, the patient sustained a fall and it was discovered that there was a broken screw and infection. Removed hardware included: one (1) plate, five (5) unknown locking screws, one (1) 3.5 mm low profile cortex screw (intact), one (1) 2.7 mm metaphyseal screw, all intact, and one (1) 2.7 mm variable angle (va) locking screw that was broken. A portion of this broken screw remains embedded in the patient¿s bone and the portion that had been threaded into the plate was removed. The area was washed out with antibiotics. No other hardware was implanted. The procedure was completed successfully with the patient in stable condition. This complaint involves three (3) devices. This report is 4 of 5 for (B)(4).